Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
Complete initial reporter name: (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak occurred and blood was seen in the helium line at 0020 on (B)(6) 2024. Therapy was discontinued at 0025. Manual pressure was held. The blood was noted to have backed up to the cs300 intra-aortic balloon pump (iabp). The patient was tolerant without iab therapy, so no attempt was made to continue therapy. There was no patient harm or adverse event reported. This report is for the iab. A separate report for the cs300 iabp has been submitted under mfg report number 2249723-2024-01629.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).